Event description:
It was reported through a merlin.net transmission that a non-sustained vt episode had occurred, but the device had not saved an egm of the event. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.